Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure, performed on (B)(6) 2012. According to the complainant, an attempt was made to band a grade 3 varices in the esophagus however; the band fell off the tissue. Reportedly, the bands appeared to be irregularly shaped. The patient began to bleed and the physician administered injection therapy to resolve the bleeding and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.